Event description:
The device was used during a low anterior resection. Reportedly, the instrument was difficult to open and did not fire. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.